Event description:
Complainant alleged that the clinicians were attempting to cardiovert a pt, but upon the administration of the energy to the pt, the device displayed a "defib fault 72" message. The clinicians then obtained a second device and successfully cardioverted the pt's heart rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant indicated that the facility's biomedical engineering dept was unable to duplicate the reported problem.